Event description:
Additional information from the complainant reported the device was discarded.

Manufacturer narrative:
B5: additional event description was added.

Manufacturer narrative:
This report is being submitted to correct (b1 and b2) captured under the initial report. Upon further review, the report type selected in that submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category. Corrected information was provided in e4. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Due to a lack of data logs or product returned, the cause of the placement signal issue cannot be established.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 53-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient¿s comorbidities were unknown. During pump setup, an optical sensor error was noted. The care team checked for the optical signal light and resolved the issue by unplugging the device from the automated impella controller (aic) and reconnecting it, after which the alarm cleared. There was no associated hemodynamic compromise. Given the patient¿s overall clinical status, care was later withdrawn, and the patient expired. The reported events are placement signal issues and death. The placement signal issue had no impact on the patient¿s hemodynamics. The device will be conservatively reported for death; however, the death is most likely attributable to the severity of the patient¿s underlying illness given presentation in scai shock stage e.